Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of the peritonitis event was the catheter used for pd therapy and the pd solutions used. Therapy was discontinued and the patient was placed on hemodialysis. The peritonitis manifested as abdominal pain. The patient was treated with vancomycin and ciprofloxacin intravenously (IV) (doses and frequencies not reported) for the peritonitis and unspecified pain medication (IV) (dose and frequency not reported) for the abdominal pain. The patient recovered from the peritonitis and was discharged from the hospital. On the same day, the patient discontinued the treatment with vancomycin, ciprofloxacin and specified pain medication. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.